Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Yesterday when I was in the or this physician made a negative remark to me about our shunts. When I asked him why he felt that way he told me he had a hakim valve implanted that had shifted in an MRI and was stuck down at 30. After a brief discussion I asked him if he could email the product code and lot# of the valve and below is what he sent me. The valve was placed 4-5 years ago. I have not spoken to him yet about this. No further details are available at this time. (B)(6) 2015 at 5:10:22 pm edt. Subject: shunt. Thanks for listening to me. I have been adrift for 2 years as no one seemed to know what to do. To reiterate after my first MRI the device was reset, the second time, the MRI did not change it. With the third MRI it got reset to 30 from 80 mm hg and after 3 hours and multiple attempts with the resetting device and skull xrays to confirm settings, we elected to leave it and after a CT scan at 4 weeks or so and some early headaches we agreed to leave it alone as I did not even know if I needed it. My understanding at that time was that I had to get admitted and have a shunt replacement. I have severe tinnitus but not other symptoms so am unwilling to just either replace or take out and see how I do without a better plan. I am most interested in understanding whether there is any other thing that can be done to reset the shunt to a more normal setting ie about 80 mm hg I currently have tolerable headaches but am bothered significantly by the tinnitus which I have found by reading to be a side effect of shunt placement. I am just trying to understand what is happening, above all to avoid doing something dumb by neglect and making sure I do the right things. Thanks for your time and interest in listening to my tale but I have just moved along doing the best I can because I was advised that there was nothing that could be done and I am astounded that a company would sell a device that quits working within 2 years of placement and have no interest in fixing or supporting the device. I was particularly astounded when I heard the price difference between the programmable and non-programmable shunt coupled with my experience. To make a long story short, I am looking at my card, it is a programmable hakim shunt, set for 80 mmm hg on (B)(6) 2009 and all the product info, ie code, name and serial number are blank so I guess this means two things, (B)(6) did not meets its obligation and you cannot help because you lack any data but I can assure you I will never support the placement of these shunts over more routine and inexpensive shunts based on my personal experience with them. Thanks for your time, it is not your problem but I appreciate your interest.